Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The subject device was not returned for a physical evaluation; however, troubleshooting was performed by an olympus representative over the phone, and the issue was resolved. Based on the results of the investigation, it was identified that the device (cv-1500) lost power because the power cable was unplugged from the wm separation transformer. This issue resulted in the 30-minute procedural delay. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿precautions for installation and connection: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result.¿ this supplemental report includes a correction to the reportability decision. Based on further review, this complaint meets the criteria of a serious injury due to the reported procedural delay. Therefore, b1, b2, h1, and h6 have been updated accordingly. A correction has also been made to h3 and g2 from the initial medwatch. Finally, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center lost power during a therapeutic colonoscopy. The power cable came unplugged from the separation transformer. Troubleshooting was performed over the phone with the customer and then the equipment was working as intended. There was a reported 30-minute delay in the procedure and then it was completed using another similar device. Though there was a delay, there was no reported patient harm or intervention necessary due to the delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.